Manufacturer narrative:
The device was returned to the MFR and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if add'l info from the investigation is received.

Event description:
It was reported that during testing and sterilization the wires jammed inside of the collet. Upon the MFR's review it was found that the coating inside of the collet had worn off. There was no patient involvement or adverse consequences related to this event.